Manufacturer narrative:
Follow-up #1: date of submission 11/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was not verified in the black-box but and duplicated in the evaluation. Review of black box data did not find any power-on-reset events. A battery compartment crack was found along the side of the compartment at the threads area. The threads of the battery cap were stripped. The cap was unable to fit securely to allow the pump to power up. Using a test battery cap the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruption. Pump casing was opened and no evidence of moisture intrusion or damages to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.